Event description:
It was reported that during the implant procedure, the physician had difficulty removing the guidewire from the lead. The lead was no longer used and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
(B)(4).